Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). Patient¿s full initials are (B)(6). Exact date of secondary bone breakage is unknown. (B)(4). The original implant procedure was performed on an unknown date approximately two (2) years ago. Per facility, the complainant parts have been discarded and are no longer available for evaluation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: june 29, 2012 - expiration date: february 28, 2018. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The sterility documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a radial head and stem prosthesis approximately two (2) years ago to repair an elbow joint. On an unknown date thereafter, the patient suffered a fall and broke the bone just distal to the tip of the radial head. Per the surgeon, the patient¿s bone broke at that particular location due to the loosening of the radial head. The surgeon indicated that the wobbling / loosening aspect of the radial head may have eroded some of the cortical bone, thereby weakening it. As a result, the patient returned to the operating room on (B)(6) 2015 for revision. The original hardware was removed intact. Prior to this revision, it is unknown whether or not the patient had achieved union, fusion, or mal-union. The patient was not revised with any new implants. The procedure was successfully completed with no reports of surgical delay or intervention. The patient¿s post-operative status was reported as ¿stable.¿ this report is 1 of 2 for (B)(4).